Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the lead could not be implanted during initial implantation procedure. Procedure was completed successfully by using another lead. Patient was stable.